Event description:
Baxter product surveillance received voluntary report from the FDA. The customer reported the patient was on morphine pca pump. The pca started delivery three hours prior and the total dose delivered was 8.0 mg morphine. At this time the pca pump alarmed and the message red ¿battery/power failure¿. The battery was recharged before restarting pca device. The device was plugged into an outlet, however power was not restored to the device. The pca pump was then clamped off to the patient and the pump was turned off. The staff noticed the patient was becoming more somnolent and oxygen saturation levels were decreasing to 90%. The staff reassessed the patient's heart rate and respirations and found the heart rate to be 40 to 46 beats per minute and respirations to be 10 breaths per minute and shallow.

Manufacturer narrative:
The device will not be returned to baxter for evaluation. According to the medsun representative who spoke to the reporter, the facility indicated that the pump was dropped, improperly put back together, and the returned to circulation and use. They believe the improper care and handling of the pump, as well as returning it to circulation prior to repair was the cause of the event.